Manufacturer narrative:
The complaint database was reviewed and analysis showed no trend for item/lot.

Event description:
Allegedly, patient was revised due to pain and suspected loose stem and noted leg length discrepancy. (Right)

Manufacturer narrative:
Report will be updated when investigation is complete. Trends will be evaluated. This is the same event as 3010536692-2015-01241, -01242, -01431.